Event description:
Received an enfit oral liquid syringes that are not marked appropriately. The syringes are made by isosaf. Lot number is c03200001. Ismp, 5200 butler pike, plymouth meeting, pa 19462. Phone: 215-947-7797. Email: merp@ismp.org. Submission ID 87957.